Manufacturer narrative:
Additional details were provided by the biomedical engineer, and it was reported that there was no problem found with the device. No further actions were performed by philips on the alleged issue.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down while on a patient. The issue was discovered by a family member who stated that the device alarmed. There was no patient or user harm reported. The investigation is ongoing.